Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve and gastrointestinal/pelvic floor. It was reported that the previous device they had 3 or 4 years ago did not work at all and they had it removed the same day they were implanted with the new one on friday. They told the doctor who order an x-ray of the previous ins to make sure it was still in place. The healthcare provider (hcp) said everything was in the right place but decided to replace the ins with the new one as the previous devices did not help with their symptoms. The patient was redirected to their healthcare provider to further address the issue.